Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump made an unusual sound after calibration. Customer also reported hearing a constant tone during calibration. During troubleshooting, the insulin pump passed the self test. Blood glucose level was 110 mg/dl at the time of the call. No further information was provided.